Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, complainant's event is typically caused by excessive bending/leveraging forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that a fragment of the device broke off and remained un-retrieved in the patient. After approximately two minutes of use the device was stopped and removed from the patient. At this time, it was discovered that two pieces of the inner part had broken off. The broken pieces were seen through the scope. The surgeon was able to fully remove one fragment, but during the attempt to remove the second piece, it slipped out of reach. A lateral incision was then made for another removal attempt without success. It was reported that the surgeon felt the fragment was in soft tissue and was not moving, so the decision was made to leave the fragment. The case was then completed by using another of the same device from a different lot number with the same shaver hand piece.